Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable hemoglobin a1c results for three patient samples and for qc material. Patient 1 initial result was 7.97%. The repeat result on the same analyzer was 7.07%. On (B)(6) 2017, the sample was repeated on another analyzer and the results was 7.04%. Patient 2 initial result was 7.85%. The repeat result on the same analyzer was 6.98%. On (B)(6) 2017, the sample was repeated on another analyzer and the results was 6.96%. Patient 3 initial result on (B)(6) 2017 was 7.2%. The repeat results were 5.45% and 5.46%. No erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the rinse station rinse level was too high and he adjusted the rinse levels. He ran calibration and qc with results within specifications.